Event description:
Additional information received stated that which exact movement it was in the end that led to loosening, he could not say. Doctor said it was probably the sum of all stressors that led to the detachment. After removal of the implant the fingers were not as open as much as doctors are used to seeing them, but when the catheter was pulled out of the body, the fingers looked expanded to maximum opening. Final mitral regurgitation was 1.

Manufacturer narrative:
The complaint for implant does not detach from fingers was confirmed with objective evidence. No manufacturing non-conformities were found in the returned sample or identified from the imaging evaluation. Available information suggests that patient conditions (tortuous anatomy and titled heart) and procedural use of the device (aw tip is approximately 4.6cm from the tip of the gs) may have contributed to the reported event. However, a definite root cause is unable to be determined.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal precision procedure in mitral position where the patient was treated with a primary centrolateral jet. The guide sheath and the pascal precision were prepared in compliance with IFU. The insertion of the guide proved to be difficult after the start where the physician mentioned that the catheter took a curved course and also stated that the heart axis was tilted. Nonetheless, the septal puncture was performed without any problems and the pascal was also placed quite quickly, and with satisfaction. The measurements were taken and gave a very satisfactory result. Both fluoroscopy and echo images showed no discernible tension in the system, so doctor decided to place the pascal. The actuation knob was rotated again until it clicked. The sutures were then released one after the other and finally the implant release knob. It was observed in the fluoroscopy how the actuation wire was loosened and already retracted 6-8cm into the implant catheter. However, the attachment fingers did not detach from the device. Doctor began to tap discreetly on the implant catheter without any effect and then began pulling and pushing on the catheter, pivoting medially and laterally as well as anteriorly and posteriorly, without any effect. The fingers did not jump to the side as usual to release the device. Doctor tried to stabilize the device via another septal puncture with the help of an ablation catheter where he applied slight pressure to move it from this awkward position to release and to support the release mechanism, but without any effect. The doctor then took an ima catheter and tried to tunnel a pci wire between the device and the fingers. Doctor was sure that this had been managed and then tried to spread the fingers with a balloon catheter, also without success. Finally, the doctor started to advance the system again and with the help of anterior and posterior movements, the fingers loosened. The pascal was still in place and the result remained consistently good. The patient was brought out of anesthesia and is doing well.